Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient mentioned experiencing a seizure within 16-18 hours of the implant surgery. The patient stated they have no memory of that time due to the seizure. This was mentioned during the post-implant care call for external devices education. The patient did not have their external devices with them during the call. The agent offered to call the patient back the following day once they had the external devices for further education, or the patient could call back later the same day. The patient indicated they would call back later with the external devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp). Hcp reported that it was unknown if the event that happened after surgery was a seizure or not. Patient had increased movements and dyskinesia; patient does not have a history of seizures and has recovered well.